Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a blood glucose reading of 642 mg/dl. The customer stated that she was vomiting, and also had a kidney stone. The customer stated that she was still in the hospital, waiting to be discharged. Nothing further was reported.